Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a high voltage lead impedance out of range. Lead was capped and replaced on (B)(6) 2019. Patient was stable.